Event description:
It was reported that when the surgeon tried to loosen the impactor from the shell, it was unable to be removed. There is no additional information available at the time of this report.

Manufacturer narrative:
(B)(4). D10:110003450 item name g7 str monoblock shell insrtr lot # 543250 g2; foreign: denmark multiple MDR reports were filed for this event, please see associated reports 0001825034 - 2023 - 02741 customer has indicated that the product is in process of being returned to zimmer biomet for investigation. Once the investigation has been completed, a follow-up MDR will be submitted. H3 other text : device in process to return.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. Visual examination of the provided pictures identified the shell and inserter appear to be locked together. A review of the device history records identified no related deviations or anomalies during manufacturing. Medical records were not provided. A definitive root cause cannot be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
There is no update to the prior event description provided.